Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned for analysis. Photo review: the returned photo shows ultrasert device (only nozzle part). The plunger appears to be advanced into the nozzle entry. The iol appears to be partially exiting the lens bay area through the lens bay door. It cannot be confirmed if the lens bay door is opened. Based on our observation of the attached photo, lens is partially outside th elens bay door. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the lens came out of the hatch. The surgeon used a backup lens to complete the case. There was no patient impact.